Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00958301 case subject: npi 8015 error 121.2000 account name: brazosport regional health system account #: 1129100 asset name: 8015 pcu dom v9.33.1.2 b/g asset location: contact: gonzalo lugo contact email: gonzalolugo@castlelakehealth.net contact phone: 9792851814 contact mobile: patient or user involvement: no patient or user harm: no case description: caller has a 8015 unit giving him a 121.2000 error. Sn: (B)(4). Failure device type: failure problem type: failure mode: case resolution: used ka 12116 alaris infusion error 121.2000 / 121.2002 and recommended to replace the 24v switching power supply. Biomed ended call.